Event description:
User alleges they had drawn blood from a PICC line and was transferring the blood to a blood tube. After activating the sheath, user experienced blood exposure across their glasses and in their face. No injury to the clinician for this event.